Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pump was returned to animas for eval. The history indicated that loss of prime alarms were emitted and associated with non-zero low forces. Loss of prime alarms were not duplicated during testing. Eval revealed a display screen that was slightly lifted from the base and partially dislodged force sensor pins.